Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the large hem-o-lok clip applier instrument. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument was not able to close to apply a clip. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event/instrument.